Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified high readings on an adc device. As a result the customer reported experiencing hypoglycemia symptoms and a seizure. The customer was unable to self-treat and was seen by a healthcare provider where unspecified readings were taken on their meter and customer was administered unspecified treatment. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.